Event description:
Emergency catheterization performed between 2:15-4:00 pm in which 5 taxus drug-eluting stents were placed in mrca, dlad, mlad, rpda and rpav. At completion of catheterization, pt was transferred to cardiac stepdown, at 5:50 pm, pt developed chest pain and was returned to the cath lab for re-catheterization. Stent in rproximal and two stents in lad were found to be occluded. Life saving measures were performed including placing pt on intra-aortic balloon pump. Pt expired of cardiogenic shock at 8:00 pm.